Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl, cause was unknown. Customer consumed carbohydrates to address blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management and prior to modifying the setting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.